Manufacturer narrative:
The insulin pump had detached end cap, cracked case at display window corners, minor scratched and cracked display window, and missing end cap sticker. We were unable to verify prime alarm or perform the self- test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to detached end cap. The insulin pump passed stop current test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that th einsulin pump alarmed compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 180 mg/dl. No further details were provided. The insulin pump will be returned for analysis.